Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) thinks battery was not working. Boston scientific technical services (ts) referred patient to the clinic. This device remains in service. No adverse patient effects were reported.